Event description:
The patient was having trouble viewing his vad parameters while connected to the power module. After troubleshooting all of the components of his system, it was determined that his power module was faulty. Thoratec will be repairng it.